Manufacturer narrative:
This report is filed, (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently in (B)(6) 2015 (exact date not reported) the patient underwent revision surgery to have an internal magnet placed. The implanted device remains.